Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. A device history review was performed for reported lot 2503063, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2503063 were used for additional evaluation. These samples were thoroughly inspected, and no damage or defects were observed. Additional testing confirmed that silicone content, breakout force, and sustaining force were all within specification. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: occlusion alarm on pump with syringe. Event details: we have received another syringe that has caused an occlusion alarm on a cc pump. Several pumps have been alarming in the department. The staff has replaced the tubing set and the pump, but not the syringe, and the alarm has returned. It went off on 27 june and is loaded with noradrenaline. It's a plastipak 50 ml. Lot no. 2503063 the patient was not affected, but there was a risk as the patient was in a poor condition and needed the medication quickly. No staff were exposed to blood or body fluids. The alarm sounded once it was used. The syringe is not contaminated with blood or similar substances.